Event description:
Consumer reported complaint for hi blood glucose test results. The customer feels well and did not report any any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to provide any further information.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note: manufacturer unable to contact customer in a follow-up call to ensure the initial concern is resolved - no contact information was provided for customer.